Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329; product lot/serial number (B)(6); product type: delivery catheter system; implant date n/a; explant date n/a; product ID: l-evolutfx-2329; product lot/serial number (B)(6); product type: compression loading system; implant date n/a; explant date n/a; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter aortic valve, a loading issue occurred. The delivery catheter system (dcs) capsule would not close over the final portion of the valve at the end of the loading process. A misload of the valve was reported. This loading issue was observed via tactile method. As it was unclear if the issue was the valve and/or the dcs. A new valve and dcs were used for the implant procedure, and this new valve was successfully implanted. Following the valve implant, acute systolic and diastolic heart failure was identified. An elevated left ventricular end diastolic pressure (lvedp) >20 and hypervolemia were reported. This required post-procedural intravenous medication for diuresis with a net intake/output (I/o) of -3l. Hospitalization was prolonged as result of this heart failure event. The physician indicated the acute heart failure event was unrelated to the valve implant procedure and medtronic products. The acute heart failure event resolved 2 days following onset.